Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 12 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the defective item is due to use stress, external factors, or handling. The root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating of image guide hose on the evis lucera bronchovideoscope had peeled off. There were no reports of patient involvement.